Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the implantable loop recorder was undersensing instrinsic beats and oversensing t waves. The implantable pulse generator (ipg) could only be interrogated manually as other transmission attempts defaulted to interrogating the loop recorder. The ipg and loop recorder remain in use. No patient complications have been reported as a result of this event.